Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system order was not translated correctly. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order did not translate correctly. A technical support specialist suggested creating a new med ID, creating equivalents for the new med ID, and applied the three-strike rule due to no response from the customer. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis medstation es system order was not translated correctly. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.